Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to confirm the reported defect based on the photo's provided. The customer¿s indicated failure (hemolysis) was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is confirmed with respect to hemolysis; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was hemolysis. This event occurred 11 times. The following information was provided by the initial reporter and translated to english. The customer stated: there is a "significant increase of hemolysis in the samples collected tubes. Additional information 04/14/21: it was performed a search in all facilities and it was noticed hemolysis in several degrees in all samples collected: were them difficult venipunctures? R: it was observed samples with the issue in all the facilities without any difficult in venipunctures. There was only a single event where the sample is from a 10 years old child, it was used a scalp with a smaller caliber, n.23; was there any ¿probing" at the venipuncture site of any sample? R: yes; what size needle gauge were used? R: in the samples we have more hemolysis it was from a child, collected with a smaller needle gauge, a scalp n.23; how long did it take to fill the tubes? R: 15 seconds; was the blood collected with a needle and syringe? R: all of them with vacuum needle, gauge n.21; was the blood, if transferred from a syringe, forced into the tube? R: customer does not perform open taking of samples; was the blood collected through a catheter/IV? *if yes, what was the gauge of the catheter? R: it was not; was a discard tube collected if collecting from a catheter or IV line? R: customer does not follow this process; were all components of blood collection equipment compatible (e.g., fit together securely without the possibility of drawing air or causing frothing of the blood)? R: yes, all components were compatible; was the antiseptic used to cleanse the site allowed to dry before the venipuncture? R: yes, it was followed the correct technique, awaiting for the alcohol 70% to dry before venipuncture; how long was the tourniquet left on the arm during venipuncture? R: less than 1 minute; was there any moisture present in the tubes? Did water, or other solutions, enter the tube? R: no, there was none; were the samples exposed to heat or cold? R: customer reports that the samples were kept as described in IFU; are there a comparison of various samples from the same patient? If so, are all the tubes from this patient hemolyzed? R: yes, there are. And all the samples are with hemolysis; does any of the patient have a condition that may cause hemolysis? R: information not available, this research hasn't been done; how are the tubes being mixing (gently or vigorously)? R: tubes are being mixed gently, just like described in IFU; were the sample transported through a pneumatic tube system? R: no, they were not; how long from collection to centrifugation? R: at least 30 minutes, and not longer than 2 hours; are the tubes store upright or on its side, after collection? R: tubes are stored upright, just like described in IFU.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was hemolysis. This event occurred 11 times. The following information was provided by the initial reporter and translated to english. The customer stated: there is a "significant increase of hemolysis in the samples collected tubes. Additional information 04/14/21: it was performed a search in all facilities and it was noticed hemolysis in several degrees in all samples collected: were them difficult venipunctures? It was observed samples with the issue in all the facilities without any difficult in venipunctures. There was only a single event where the sample is from a (B)(6) years old child, it was used a scalp with a smaller caliber, n.23; was there any ¿probing" at the venipuncture site of any sample? Yes; what size needle gauge were used? In the samples we have more hemolysis it was from a child, collected with a smaller needle gauge, a scalp n.23; how long did it take to fill the tubes? 15 seconds; was the blood collected with a needle and syringe? All of them with vacuum needle, gauge n.21; was the blood, if transferred from a syringe, forced into the tube? Customer does not perform open taking of samples; was the blood collected through a catheter/IV? If yes, what was the gauge of the catheter? It was not; was a discard tube collected if collecting from a catheter or IV line? Customer does not follow this process; were all components of blood collection equipment compatible (e.g., fit together securely without the possibility of drawing air or causing frothing of the blood)? Yes, all components were compatible; was the antiseptic used to cleanse the site allowed to dry before the venipuncture? Yes, it was followed the correct technique, awaiting for the alcohol 70% to dry before venipuncture; how long was the tourniquet left on the arm during venipuncture? Less than 1 minute; was there any moisture present in the tubes? Did water, or other solutions, enter the tube? No, there was none; were the samples exposed to heat or cold? Customer reports that the samples were kept as described in IFU; are there a comparison of various samples from the same patient? If so, are all the tubes from this patient hemolyzed? Yes, there are. And all the samples are with hemolysis; does any of the patient have a condition that may cause hemolysis? Information not available, this research hasn't been done; how are the tubes being mixing (gently or vigorously)? Tubes are being mixed gently, just like described in IFU; were the sample transported through a pneumatic tube system? No, they were not; how long from collection to centrifugation? At least 30 minutes, and not longer than 2 hours; are the tubes store upright or on its side, after collection? Tubes are stored upright, just like described in IFU.